Manufacturer narrative:
A ge representative did not evaluate the system. Customer reloaded software. System operates as intended.

Event description:
Customer reported the system takes three shots, then shuts down. After reboot, the system does the same thing again. No patient injury was reported.